Event description:
Complainant alleged that during routine preventative maintenance after power up there was no display on the device. Complainant indicated that there was no pt involvement in the reported malfunction.